Event description:
The pt reported elevated blood glucose readings of "hi" after his insulin infusion set broke off at the luer lock. He stated he is vision impaired and can not tell if the set is cracked or broken but thinks it is separating at the tubing and luer lock area. He stated he can not verify the lot number or expiration date. He said he is aware of the recall for the infusion set. He stated treated his elevated reading by bolusing through his infusion device and by insulin injection. On follow up, the pt stated his blood glucose reading was 117 mg/dl which he is "thrilled" with. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.